Manufacturer narrative:
The device was not explanted and was not available for evaluation. A direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. The heartmate 3 instructions for use (IFU) list death as an adverse event that may be associated with the use of the heartmate 3 lvas. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2017 due to circulatory failure. Reportedly, there were no suspected device malfunctions. No additional information was provided.